Manufacturer narrative:
This medwatch is submitted to send an initial report about a complaint opened on the (B)(6). The information provided did not give a clear description of the event. The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Several attempts were made to the reporter to collect additional informations about the event. So far, no answer were provided. The informations available are insufficient to identify the root cause of this event. No sufficient information was provided about which cage was explanted. Another report was sent for the other cage related to this event. The investigation is still in progress. Conclusion not available yet. Not returned.

Event description:
Roi-c: cage breakage during anchoring plate insertion. During roi-c surgery, the surgeon had difficulty introducing the first anchoring plate. He then decided to retrieve the anchor and replaced it with another one. The second anchor progression was easier, however at the end he encountered the same difficulty. He then noted that the cage was cracked. Therefore, he made the decision to replace the cage. The surgeon inserted another cage and a new anchoring plate and inserted it toward the upper vertebrea, no problem was encountered during the anchor insertion, however, the surgeon found that the second cage was also cracked. He made the decision to retrieve the anchoring plate and left the cage implanted. The reporter did not identify which cage was explanted and which one remain implanted. According to the reporter there was a delay more then 30 min. No impact on patient was reported. It was reported that the explanted product will be returned to manufacturer for examination

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4, b5, e1, g1-2, g7, h2 and h6 were updated. The product was not returned to the manufacturer. The product location is unknown. Therefore, no product evaluation could be performed. The review of the device history records and traceabilities of the reported roi-c cages and anchoring plates did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided on the event description, the product history records, based on the review of the case and the recurrence of this type of event for this product, the root cause of the event cannot be determined. Indeed, based on the information provided, the product manager made some assumptions. It appeared that the surgeon encountered some difficulties when impacting anchoring plates in the inferior vertebrae, which may suggest a consequence of the patient's pathology (substantial bone remodelling) or a consequence of a previous surgery (bone remodelling following fusion). Indeed, without the use of the sterile starter awl, some local sclerotic patient's bones could have caused the cages and anchoring plates issues. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the anchoring plate is a simple and effortless step. Nevertheless, in order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. Its use is left to the surgeon¿s own estimation, according to his experience of surgery, of the product, of the patient pre-operative assessment, and per-operative signs on the bone density of the instrumented level(s) (step 7: anchoring plate positioning). It could also be hypothesized that a conflict with materials in place (pins or other implant) occured during surgery, causing the cages and anchoring plates issues. It is clearly stated in the surgical technique that if the pins have not been properly placed during the discectomy, they can impede anchoring plate preparation and insertion. In this case, remove the retractor and the retractor fixation pins (step 7: anchoring plate positioning). Yet, despite several attemps, no additional information was received. Indeed, no information concerning whether or not the surgeon used of the sterile starter awl during the surgery, the patient history (pathology, previous intervention in adjacent level) or any per-, pre- and post-op x-ray images were received. Therefore, regarding the lack of information provided and without the products return and evaluation, these hypotheses cannot be validated. The investigation found no evidence of a device issue. Root cause is unknown. If additional information is received that allows to draw a conclusion, this case will be reopened, the root cause of the complaint will be reevaluated and a follow-up report will be sent.

Event description:
Roi-c : cage breakage during anchoring plate insertion. During roi-c surgery, the surgeon had difficulty introducing the first anchoring plate. He then decided to retrieve the anchoring plate and replaced it with another one. The second anchoring plate progression was easier , however at the end he encountered the same difficulty . He then noted that the cage was damaged. Therefore, he made the decision to replace the cage and anchoring plate. The surgeon inserted another cage and a new anchoring plate and inserted it towards the upper vertebrea , no problem was encoutered during the anchoring plate insertion. However , the surgeon found that the second cage was cracked. He took the decison to retrieve the anchoring plate and left the cage implanted. It was also reported that : the reporter did not identify which cage was explanted and which one remains implanted . According to the reporter there was a delay of 45 min no impact on patient was reported. It was reported that the explanted product will be returned to manufacturer for examination. The cage was properly assembled on the inserter. The axis of the disc space was respected impaction sequence was respected. Not possible that two anchoring plates were implanted in the same slot. Other information provided were not clear, some additional requests were made to the reporter.